Event description:
It was reported by service report that the left head siderail would not lock in full upright position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.